Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that the device overheated at the user facility. There was no known impact or consequence to a patient.

Event description:
It was reported that the device overheated at the user facility. There was no known impact or consequence to a patient.